Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the service technician reported that the device did not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was unable to verify the reported issue of no voice prompts. The cause of the reported issue could not be determined. The customer's device was archived by stryker. The customer received a replacement device.

Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, it was observed that the service technician reported that the device did not provide voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.